Manufacturer narrative:
(B)(4): the lead and extension have been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.

Event description:
It was reported that the pt felt pain in the lead, and the health care professional (hcp) found signs of lead "exposion" and believed there might have been infection. The lead and extension were explanted. It was later reported that the pt subsequently went to the hosp, and the hcp found no swelling, ulceration, or lead "exposion". No infection was found. It was noted that the pt felt pain behind the ear. The hcp was "observing" the pt.